Event description:
A healthcare worker reported a scratched intraocular lens and stated that the procedure was completed with a different model lens. Additional information was received from the surgeon, who reported that a scratch near the center of the optic was noted after insertion of the iol. The lens was cut and during removal, the capsular bag tore. A three-piece lens model was implanted in the sulcus through an enlarged incision. The outcome of the event was reported as "resolved".

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. Additional information was requested by phone and mail. A completed questionnaire was received 07/13/2015. (B)(4).